Event description:
It was reported the patient experienced irritation at the recharge site. The pt symptoms included warmth while recharging and new pain. The pt recharged four times per week and puts a cloth between the device antenna and his skin. The stimulator and leads were replaced. The results were good. The pt outcome was reported as "non-serious".

Manufacturer narrative:
The recharger was returned for analysis . The device met specification. No anomaly was found.